Event description:
It was reported to philips that battery is not functioning. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available details indicate that the battery is not functioning. The device was evaluated onsite. Operational check was performed, it was determined the battery was not charging on any of the defibrillators. Faulty battery was confirmed. The battery was replaced. The device was returned to full functionality and returned to service.